Event description:
A caller reported a malfunction on the pump, specifically indicating a software error was detected. There was no confirmation whether the malfunction impacted the customer's blood glucose level. Despite this, there was no adverse impact reported. Technical support assisted the caller with resetting the pump, and no further malfunction occurred. The caller was advised to continue using the pump and to contact technical support if the issue recurs.